Manufacturer narrative:
Received 1 silicone catheter with the original packaging. The reported event was confirmed as manufacturing related. Per the visual inspection, no defects were found. Per the functional evaluation, the sample was inflated with 35cc with a mix of blue methylene and tap water and no leakage was observed by the inflation lumen. Then, the drainage and irrigation lumens were tested and a leakage was observed by the irrigation lumen at trifurcation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked near the 3 way valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked near the 3 way valve.